Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a broken catheter occurred. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. Prior to usage, the guidezilla¿ broke off at the junction point with the transition collar leading into the hypotube. The device was not inserted into the patient's body. The procedure was completed using another of the same device. No patient complications were reported.